Manufacturer narrative:
The customer reported tubing disconnected, and returned one photo of the sample. The sample is material 2420-0007, and lot 24075393. The photo verified the issue of separation below the pump segment at lower fitment. This is a solvent based tubing connection, but without the physical sample for investigation the solvent level cannot be determined. The manufacturing site found the probable root cause of the separation to be related to the solvent application process. The lot reported was manufactured on 26aug2024, before actions taken at the site to implement an accessory to the solvent dispenser that assists the production personnel in guiding the tubing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material # 2420-0007 , batch # 24075393. It was reported by customer that the tubing disconnected below the clamp where the tubing goes into the alaris pump. Rcc received a complaint via email. Create on (B)(6) 2024 10:55, title (B)(4), submitter xxxxx, contact xxxxx, state xxxxx, facility (B)(6), product name set IV ck vlv 2 vlv ll 115in, manufacturer bd, catalog # 2420-0007, lot / serial # (B)(6), item # 591603. Issue description the tubing disconnected below the clamp where the tubing goes into the alaris pump. Pulled another tubing with the same lot number out to test. It is also very easily removed at the same point. The point of disconnected in circled in red in the attached file. This does not normally happen. Customer response received on (B)(6)2024. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 11-06-2024. 2. Was there any leakage occurred as a result of this event? Yes. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. At end of patients ivig infusion, rn went to remove the IV cassette from the IV pump. When removing the bottom blue clamp from the pump, it was found that the IV tubing was broken or became disconnected and patient was unable to receive remainder of ivig (tubing volume) as the tubing fell to the floor. There was no force used when removing the blue clamp, tubing came apart easily and appeared to be a clean cut or as if the connection within the blue clamp came undone.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2420-0007. Batch # 24075393. It was reported by customer that the tubing disconnected below the clamp where the tubing goes into the alaris pump. Verbatim: rcc received a complaint via email. Created 11/07/2024 10:55. Title (B)(4).. Submitter xxxxx. Contact xxxxx. State xxxxx. Facility (B)(6). Product name set IV ck vlv 2 vlv ll 115in. Manufacturer bd. Catalog # 2420-0007. Lot / serial # (B)(6). Item # 591603. Issue description the tubing disconnected below the clamp where the tubing goes into the alaris pump. Pulled another tubing with the same lot number out to test. It is also very easily removed at the same point. The point of disconnected in circled in red in the attached file. This does not normally happen. Customer response received on 22-nov-2024. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 11-06-2024. 2. Was there any leakage occurred as a result of this event? Yes. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. At end of patients ivig infusion, rn went to remove the IV cassette from the IV pump. When removing the bottom blue clamp from the pump, it was found that the IV tubing was broken or became disconnected and patient was unable to receive remainder of ivig (tubing volume) as the tubing fell to the floor. There was no force used when removing the blue clamp, tubing came apart easily and appeared to be a clean cut or as if the connection within the blue clamp came undone.